Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesions were in the proximal lad, mid-proximal lad, and the distal lad. The lesion had mild tortuosity, mild calcification, and 90% stenosis. The voyager 2.5x15 was delivered to be pre-dilated, but it rupture at the first inflation at 7 atm. A new voyager 2.5x12 was used and was successful. The kissing balloon technique was performed and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was mildly calcified and 90% stenosed, which could have contributed to mechanically damaging the balloon materials such that upon inflation the balloon ruptured. Without a returned device for analysis, a definite root cause cannot be determined. There does not appear to be any indication of an issue with the product lot.